Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has damage to the blood pressure transducer. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The failure analysis and testing dept. Performed a visual inspection and found the part to have a damaged bp connector. The blood pressure cable would not insert fully. Fat verified the reported issue but no root cause identified. Since the damage is physical the board will not be sent to the supplier for failure analysis. "The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.

Event description:
N/a.

Manufacturer narrative:
Additional contact detail: person name: (B)(6). Phone number: (B)(6). Email address: (B)(6). Occupation: biomedical engineering it was reported that during the pm inspection, the cardiosave intra-aortic balloon pump (iabp) "blood pressure transducer" was damaged. A getinge fse inspected and replaced the front end board . Complete pm checklist. Equipment functional cleared for customer use. No patient involved and harmed.

Event description:
N/a.